Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) failed to convert the patient's ventricular tachy arrhythmia with a 31 j shock. The shock accelerated the rhythm to ventricular fibrillation. The second shock converted to sinus rhythm. In addition, this device is affected by a field advisory. The device was explanted and a high energy device was implanted. The device was returned for analysis.